Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to be interrogated with multiple programmers, magnets, and bluetooth dongles. Device replacement was discussed.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. Analysis performed with new battery installed indicated that device exhibited normal characteristics. Analysis on battery did not find any anomaly. The cause of premature battery depletion could not be determined.